Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and it was noted that there was high capture that resulted in a loss of capture on the left ventricular (lv) lead. It was suspected that the high capture and loss of capture was due to a micro dislodgement of the lv lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.